Event description:
Reportable based on analysis completed on (B)(4) 2012. It was reported that during a percutaneous coronary intervention, the stent delivery system was unable to cross the lesion. The 85% stenosed target lesion was located in the calcified and severely tortuous distal left circumflex artery. Intravenous ultrasound was utilized. Pre-dilation was performed with a 1.5x20mm maverick balloon. The 2.5x32mm promus element coronary drug-eluting stent was advanced into the patient, but was unable to cross the lesion. Additional balloon inflations were performed and the procedure was completed with another of the same device. There were no patient complications reported and the patient's status is stable. However, device analysis revealed the stent was damaged.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: visual and microscopic examination of the returned device revealed stent damage. The proximal stent struts were both squashed and overlapping. The stent had moved distally approximately 2 strut widths over the distal marker band. The outer diameter measurements of the stent met specifications. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).